Manufacturer narrative:
A visual examination of the complaint device revealed that there were no issues noted to the device. A functional evaluation was performed, and it found that the balloon had a pinhole leak. There was no issue experienced when deflating the balloon. The cause of the malfunction encountered during the procedure was likely due to anatomical or procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the balloon was very difficult to deflate, though all of the inflation medium was ultimately able to be removed from the balloon. Additionally, the balloon bunched up causing difficulty withdrawing the device through the endoscope. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of balloon deflation difficulty. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the balloon was very difficult to deflate, though all of the inflation medium was ultimately able to be removed from the balloon. Additionally, the balloon bunched up causing difficulty withdrawing the device through the endoscope. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.